Event description:
Information was received on a copy of a user medwatch report. The report dated 07/02/2009 identified the patient as a male. The event was described as the second unspecified size and mode tracheostomy tube placed in the patient where the cuff blew, and was replaced. (Refer to related report 2936999-2009-00499).